Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The caller received assistance with resetting the pump from technical support, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear.